Event description:
It was reported suspicion of anaphylactic shock in connection with the insertion of a piccline. On (B)(6) 2024, patient scheduled for outpatient piccline replacement in the setting of lung cancer. Old PICC-line: ref 6175355 lot regw2662, implantation date: (B)(6) 2023 and withdrawal date (B)(6) 2024 (problem-free withdrawal, clean puncture site, integral catheter). New PICC-line installed: ref 2194108 lot rejq1560 installation date (B)(6) 2024 to date dm still implanted and functional in this patient. Disinfection of the approach with alcoholic betadine and local anesthesia with lidocaine without adrenaline. Problem-free removal of the old piccline. The new piccline is placed on the same arm (as paresthesia is described on the left arm and there are no signs of infection), 3-4cm below. At the end of the procedure, rinse the piccline with saline. Doubt about adding addition of 2-3 cc of lidocaine without adrenaline. At this point, the patient says he doesn't feel well, with a feeling of swelling in his throat. He has difficulty breathing. He asks what has been done to him, in a state of great agitation. He receives 2mg midazolam ivd, then rapidly loses consciousness. Hemodynamics: slight deceleration to around 40bpm, no ECG changes, carotid pulse difficult to detect. Respiratory: paradoxical breathing and congestion. Signs of hypercapnia present, with profuse sweating. He is apyretic and dextro is 2.8 g/l. Seconds later, the patient goes into a coma and presents with severe vasoplegia. Cardiac ultrasound evaluation in the ICU revealed a hyperkinetic, hypovolemic heart. No signs of tamponade, no signs of right-sided overload. Drug-free orotracheal intubation and start of mechanical ventilation. Injection of 100microgr, then 1mg of adrenaline to restore hemodynamics, followed by noradrenaline. Map>65mmhg restored after 20min. Curative heparinimia was started with 4000iu bolus, then 1600iu/h in the hypothesis of massive pulmonary embolism. Cerebral and thoracic angioscans revealed no embolism. Piccline in place. Toxicological screening found only traces of lidocaine and midazolam. Higher-than-normal tryptase and histamine levels were found in this patient 2 - 3 hours after shock. The patient was transferred to continuing care. A sedation with propofol 2% and curatization (2 doses of 50 and 30 mg of atracurium) is started. He is catheterized; there is no urine in his bladder. Gasometry under fio2 100% showed hyperoxia > 200mmhg, normocapnia 44 and metabolic acidosis 7.05 with lactatemia 5mmol/l, related to low circulatory output. A full blood workup was sent urgently. Given the hypothesis of anaphylaxis, tryptase and histamine were also taken. Hydrocortisone 200mg ivl is added. Vascular filling: he received a total of 5,500ml nacl. Norepinephrine is progressively reduced (maximum at 15mg/h). Discrete edema of the right ear and eyelids. The patient is referred to the medical intensive care unit at facility. Patient's current condition: well, discharged from intensive care three days after admission to the department. An appointment with the allergist on (B)(6) 2024 is planned to confirm the allergy. Additional information 10/22/2024: allergological tests were carried out. The conclusions are as follows: ¿the skin tests are positive in idr 1/10 and pure idr (checked twice) for the piccline rinsing liquid (1ml of physiological serum used as a rinse for a new PICC line of a similar brand to that of installation). There is therefore an ige allergy mediated by a molecule contained in the PICC line in its new state (sterilization product? Ethylene oxide?). The patient's PICC line has since been reused for chemotherapy with good tolerance.

Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The date of event was not provided by the complainant/reporter, the date reflected in this report is the date bd became aware of the event. The device has not been returned to the manufacturer for evaluation, as the device remains in the patient.